Event description:
Trypticase soy broth (tsb) sterility tube from f-18 fludeoxyglucose batch (fdg) that is used to send out samples to a contracted microbiology lab was noted to come in a cardboard box and the tops of the tubes are exposed to the cardboard - there are fragments of cardboard on the tops of the tubes.